Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite extension set there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: additional samples were received from the customer with the below defect. 30263e - qty 1 lot 22059434- in sample 1 the issue of separation observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-apr-2023. H6: investigation summary total 4 different samples were received with the related complaint from the customer. Evaluation of the extension set shows that two different material sets received as connected with each other and the functional testing was performed on gravity set tube which shows separation of tubing from the drip chamber. Further visual inspection under magnification shows a lack of solvent on the tubing. Because of separation, priming of set could not be possible. Quality notification send to manufacturer. A device history record review for model 30263e and lot number 22059434 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A trend for the drip chamber issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the disposable device and prevent future occurrences of this type. As part of the action plan, changes to the solvent dispenser are in the process of being implemented.

Event description:
It was reported while using bd alaris smartsite extension set there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: additional samples were received from the customer with the below defect. 30263e - qty 1 lot 22059434- in sample 1 the issue of separation observed.